Event description:
Kimberly-clark received a report from (B)(6) stating a leak on the microcuff device was detected by the respirator machine. An emergency procedure was performed to re-intubate the intensive care unit patient. After re-intubating the patient the doctors looked at the device and noted the inflation tubing was cut at its base and the tube balloon was deflated.

Manufacturer narrative:
Evaluation of the returned complaint product is in progress. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined.kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4).this information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a kimberly-clark product is defective or caused serious injury.